Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported via email that the reservoir had an occlusion. The customer's blood glucose was 168 mg/dl at the time of incident. The customer was giving a bolus when the pump alarmed no delivery. The customer had a backup plan but had not treated. There was one bubble in the tubing about a quarter of an inch long. The insulin exited during troubleshooting but the pump alarmed no delivery. Troubleshooting was completed. It was noted that the alarm was caused by set and reservoir connection. The reservoir was not returned for analysis.